Event description:
It was reported a spectrum pump has constant upstream occlusion alarms. It was also reported, there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported constant upstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. Eval also found readings from the upstream sensor to be below spec which can cause false occlusion alarms. The upstream sensor and upstream pusher were replaced.